Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic system. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the a/w (air/water) channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation of the error code 128 was confirmed. Error displayed on soluscope was because of clogged nozzle. Additionally, the following events were identified and are as follows: (a.) The bending section cover glue was separated, (b.) The distal end cover was damaged, (c.) The bending section anglulation was out of specifications, (e.) The switchbox was damaged, (f.) The universal cord was buckled, (g.) And the plug unit was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reports to olympus the colonovideoscope exhibited the error code 128 several times on soluscopes. It is unknown when the event occurred. There was no report of patient or user harm associated with this event. The device was returned to olympus. An evaluation at the repair center revealed, the nozzle of the insufflation channel was clogged by a dark rubbery foreign material which seemed to be seal residues. This report is being submitted to capture the reportable malfunction found during evaluation.